Event description:
Caridianbct spectra optia plasma exchange set lot # 05t3105 failure resulting in patient blood loss. Plasma exchange set primed without incident. Patient procedure started. Multiple centrifuge pressure alarms within 5 minutes. Centrifuge inspected and it was noted that the multi-lumen tubing located between the upper and lower collar holders was wearing through. Rinseback could not be performed. Procedure was aborted. Patient blood loss approximated at 185 ml.